Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: a3dr01 implantable pulse generator (ipg), implanted: (B)(6) 2013; 5086mri45 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that at the patient¿s check-up the next day post implant the patient had twitching of the diaphragm, the right ventricular (rv) lead¿s thresholds were high, and there was no pacing of the rv lead at eight volts. Lead perforation was suspected. The lead was repositioned the following day with no cause of cardiac tamponade and remains in use. No patient complications have been reported as a result of this event.